Manufacturer narrative:
Sanofi company comment dated 25-jan-2018: this case concerns a female patient who received synvisc one injection and later was unable to walk and had coldness on knees. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history and other risk factors precludes the complete medical case assessment.

Event description:
Stay cold [peripheral coldness], had to walk using a walker [unable to walk], both knees to swell up the size of a big softball [swelling of knees], still hurt [knee pain], ([device ineffective]). Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case was received on 05-jan-2018 from a non-healthcare professional via health authority of united states (us-FDA with regulatory reference number: mw5073945). This case involves a patient of unknown demographics age who received treatment with synvisc one and later after unknown latency had to walk using a walker, stay cold, both knees to swell up the size of a big softball and still hurt. No medical history or concurrent condition was provided. The patient's concomitant medications included: zolpidem tartrate (ambien), amlodipine, acetylsalicylic acid (aspirin), fluticasone propionate, alendronate sodium (fosamax), atorvastatin calcium (lipitor), metformin hydrochloride (metformin), macrogol (miralax), nitroglycerin, omeprazole (prilosec), bupropion hydrochloride (wellbutrin), latanoprost, ergocalciferol (vitamin d), lancets, over the counter (otc) medicines, blood glucose test strips and cyanocobalamin (bitamin b12). The patient had past treatment with steroid shot which did not help. On an unknown date in 2013, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown). The treatment with these shots did not help. It was reported that the doctor was supposed to numb patient's leg before synvisc one injection but he did not do. On an unknown date in 2013, patient received last shot. On (B)(6) 2013, after unknown latency, after the last shot patient's both knees to swell up the size of a big softball, patient had to walk using a walker, knees stayed cold all the time (even sitting in the sun). The patient had now had to use knee braces to help stabilize knees. The swelling stayed that way for 2 weeks. It was reported that the patient would not take synvisc one shots any more. Corrective treatment: walker, knee braces for had to walk using a walker; leg warmers for stay cold; not reported for other events outcome: unknown for all the events. Seriousness criteria: disability for all the events. Pharmacovigilance comment: sanofi company comment dated 25-jan-2018: this case concerns a female patient who received synvisc one injection and later was unable to walk and had coldness on knees. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history and other risk factors precludes the complete medical case assessment.